Manufacturer narrative:
One device was received in used condition without the original packaging. No visual defects were noted. Per functional testing the cuff would not fully inflate. The complaint was confirmed. The root cause was due to manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
D4: catalog number, lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a reprocessed trach was unable to be used since the valve for removing the water from the cuff seemed to be broken. Staff was unable to deflate the cuff. The trach was changed using a working product. Pre-existing conditions for the patient were trach or vent dependent. No patient injury or clinical affects was reported.